Manufacturer narrative:
Concomitant medical products: d224drg, ICD, implanted: (B)(6) 2010.

Event description:
It was reported there was far field r-wave (ffrw) oversensing and atrial undersensing. It was further reported the patient has had frequent inappropriate mode switches due to the ffrw oversensing. The clinician requested information related to programming options to reduce this. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.